Manufacturer narrative:
(B)(4). Only meter returned for evaluation and was functioning properly. Since no test strips were returned for evaluation, most likely underlying root cause is related to a strip issue.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 98-110mg/dl fasting. Verified test strips expire 05/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 68mg/dl and 69mg/dl fasting. Reviewed meter memory: (B)(6). Customer calling concern with her low glucose results. Customer states that she went to a party last night and ate a lot and she run her glucose this morning and it was only 69mg/dl. Customer states that her results should be over 100mg/dl. Customer also she took her medication and her results are still low. Check meter memory and the date is set to one day off. Check meter memory and there is no 69mg/dl in the meter memory. Customer thinks she was reading the results upside down.